Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9733571, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system the monitor had abnormal color. They replaced the surgeon lcd cable then the issue was resolved. The cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. A continuity test revealed an open from pin 8 of the fischer connector to pin 8 of the hd26 connector. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the monitor of the navigation system had an abnormal color/hue. There was no patient present when this issue was identified.